Event description:
It was reported that after accidentally pulling the power cord from the wall during tech set-up, scout shot taken for orientation, the 9800 system would not reboot. No patient injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.